Manufacturer narrative:
Request for product return has been sent. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited elevated pacing impedance measurements along with high pacing threshold measurements. An invasive procedure was performed. The lead was explanted and successfully replaced. No adverse patient effects were reported.